Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rp impactor has cracked in half during impaction of the tibia. All parts of the instrument have been retrieved and it was being sent back to depuy. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the investigation of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.